Event description:
Customer reported being hospitalized due to dka. Customer mentioned that he had blood glucose levels over 600 even after changing his infusion set. Troubleshooting was performed and pump passed the prime test. Customer did not have a tubing clamp to perform the high pressure test. Tubing clamp was sent to customer.